Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shutdown. It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl with moderate ketones. Manual insulin injections were administered to address bg levels. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.